Event description:
We have identified that the IV poles attached to the stryker ICU beds are breaking frequently. On this date while transferring a patient onto the MRI table in holding area from the stryker ICU bed, the patient monitor was attached to the IV pole at the head of the ICU bed and the pole snapped off and fell onto the MRI tech.